Event description:
Medtronic (covidien) received information that during a dural fistula embolism treatment, an axium coil prematurely detached as the physician withdrew the microcatheter. It was noted that the physician experienced resistance in the microcatheter and the coil was repositioned once prior to the event. The coil was successfully removed from the patient. A new catheter and coil was used to complete the procedure. The patient¿s anatomy was moderate in tortuosity. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The implant coil involved in the event has not been returned for evaluation. The pushwire will not be returned for evaluation as it was lost. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported event. (B)(4).

Manufacturer narrative:
The axium pushwire was not returned for evaluation; therefore, any contributing factors from the pushwire could not be assessed. The implant coil appeared to be stretched on its proximal end. The detachment stick could not be found attached to the proximal end of the polypropylene filament. It is possible that the implant coil broke loose from the pushwire at the detachment stick due to the movement of the coil against the reported resistance. All coils are 100% inspected for damages and irregularities during manufacture. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. Per the axium coil instructions for use (IFU): warning: if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil. (B)(4).